Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 360 mg/dl. While troubleshooting with tandem technical support, it was reported that air bubbles were observed in the infusion set tubing. Customer declined to further troubleshoot with tandem technical support.